Manufacturer narrative:
Event date: exact date unknown, event occurred few years ago based on the date the manufacturer became aware of the event. Explant date: procedure happened few years ago.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.